Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign matter, such as hair, was derived from the preloaded monofocal intraocular lens (iol). The foreign matter was removed from the patient's eye, and the surgery was completed without any problems. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12-aug-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and a small fiber was found in the container that was received. Further evaluation revealed that the fiber was made out of a cellulosic material. The following four (4) hits were identified having at least 0.90 correlation threshold while comparing the cellulosic material against material found in the manufacturing site process library: "kim wipes" (0.949885), "non woven wipes" (0.944262), "clean room paper" (0.935593), and "lens paper 8x 12 inches" (0.921458). No further evaluation was performed. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.